Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 578 mg/dl. Customer reports the following symptoms related to their high blood glucose, customer had nausea and she felt dehydrated. Customer treated with manual injection of lantus. Recent high blood glucose event began on (B)(6) 2017. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir stating she took reservoir and infusion set out of pump and tossed them. Customer states the drive support cap appears normal. Customer declined to check bolus wizard settings for accuracy found she does not use the bolus wizard. The device settings were correct. The customer was advised to change the infusion set and reservoir. The customer was advised to contact her health care professional regarding high blood glucose. The insulin pump will not be returned for analysis.